Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level of 600 mg/dl and the ketone level was moderate. The customer reported that a bad cartridge was the cause of the high bg. The cartridge and supplies were changed. An insulin injection was administered and water was consumed to address the high bg and ketones. As the event had occurred in the past, tandem technical support advised the customer to discuss the high bg event with a healthcare provider.